Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the right breast, about bigger than a quarter, and red. The patient reported applying an ointment called (B)(6) that was prescribed to her for her feet in the past. The patient's doctor prescribed powder and a cream for the reported skin irritation. Follow-up indicated that the patient's skin was better.